Event description:
It was reported the asymptomatic patient presented to the emergency room after feeling a vibratory notifier. The patient¿s implantable cardioverter defibrillator was in backup vvi mode. The implantable cardioverter defibrillator was reprogrammed to normal function and the patient will be followed normally.

Manufacturer narrative:
Correction: this supplemental report is to correct the initial MDR reported (B)(4) submitted on (B)(6) 2017. The code was erroneously submitted as the device was an implantable cardioverter defibrillator. The correct code to supersede the initial (B)(4).